Event description:
It was reported that on (B)(6) 2025, "while the scrub tech was taking off the drapes on the patient, the patient developed a skin tear on their right upper extremity." The facility reported there is an "iobhan adhesive issue."

Manufacturer narrative:
It was reported that on (B)(6) 2025, "while the scrub tech was taking off the drapes on the patient, the patient developed a skin tear on their right upper extremity." The facility reported there is an "iobhan adhesive issue." The facility stated, "the wound was then cleaned, and a dressing was placed over it", "skin tear dressed appropriately", and the "md was made aware" following the reported incident. No additional information is available at this time. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.